Manufacturer narrative:
The device was returned to zoll medical corporation for investigation. The device was tested extensively and we could not duplicate any faults consistent with the customer report. The customer's report was observed during review of the device's history log. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while treating a male patient (age unknown), the device displayed an "ECG disabled" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.